Event description:
Per the physician's report, this pt had trouble adapting to the implant and didn't benefit from use of the device. The physician explanted the device in 2006.

Manufacturer narrative:
This type of event is addressed in the device labeling.